Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: per the pd nurse, the patient¿s abdominal hernia has been monitored throughout the course of pd therapy. Additionally, it was reported the patient did not have cycler product issues or overfill events that worsened the pre-existing hernia. The pre-existing hernia under this file has no reports of repair or medical intervention since commencement of pd therapy. Therefore, there is no indication that the liberty select cycler caused or contributed to a serious adverse patient outcome.

Event description:
It was reported that a peritoneal dialysis (pd) patient, on an unknown date in 2019, was admitted to the hospital and had a hernia repair performed. The pd nurse reported the patient did not have cycler product issues or overfill events that worsened the patient¿s pre-existing hernias. It was reported hernia can be exacerbated due to pd therapy as solution is in peritoneal space. However, the nurse adamantly stated the hernias were not related to any malfunction with the cycler. Per the nurse, the doctor felt the rectal bleeding was related to previous hernia repair site. Reportedly, the patient did not require medical intervention for rectal bleeding and was discharged home (less than 24 hours; not admitted). Per the nurse, the patient is being monitored currently and continues pd therapy but may be a better candidate for home hemodialysis.